Manufacturer narrative:
(B)(4). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and the reported condition was duplicated and confirmed. The assignable root cause could not be determined. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported from (B)(6) that after the universal battery charger device was turned on, the blue light started to flash. According to the report, the yellow light on the device was displayed while the battery was charged fully for three hours (tested before on other charger). It was further reported that if the battery was taken out of the charger device and then put back, the lights did not flash. It was further reported that after some time the charger device became hot. It was further determined that the device failed the following pre-tests: general condition and power-on test. The event did not occur during a surgical procedure. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The date of event was unknown. If additional information should become available, a supplemental medwatch report will be submitted accordingly.